Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) open pen needle without the outer cover, inner shield, or tear drop label. Customer states that the rear end cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a needle break occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "rear cannula end is broken".